Event description:
Approximately 5 months post use of a powercross balloon, occlusion of the left sfa occurred. The patient was treated with pta balloon revascularization. It is reported that the event is resolved.

Manufacturer narrative:
(B)(4) assessment at the time of the original index procedure was ischemic rest pain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.